Event description:
It was reported that the guardians have noticed a decline in the child's auditory and speech performance since 2007. Problems of outer device have been excluded and history of head trauma has been denied by the guardians. Latest testing showed the channels 1,5, and 6 in status hi. The impedances of channel 3, 4, 8, 9, 10 and 11 are noted by >, but the pt still has auditory sensation of these channels. A temporal CT scan was performed, which shows nothing significantly abnormal in the cochlear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.